Manufacturer narrative:
H10: the device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the remote service engineer (rse) received on 29nov2023, the rse stated that the device was not in use at the time of the device issue event. Philips was unable to confirm the final disposition of the device because the customer allowed the proposal to expire, refusing service and repair. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the navigation ring was defective. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer was provided a proposal for services and a replacement front bezel. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).